Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as uterine cyst, uterine leiomyoma and fallopian tube cyst. On an unknown date, the patient had essure inserted. On (B)(6)2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy, lysis of adhesions and cystosc). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2022: "uterus and bilateral fallopian tubes"-78.4 g fragmented supracervical hysterectomy specimen, 10.7 x 6.9 x 4.8 cm in aggregate, with attached bilateral fallopian tubes, because of the nature of the specimen laterality cannot be determined, fallopian tube a-8.1 cm in length by 0.7 cm in diameter and fallopian tube b-8.7 cm in length by 0.6 cm in diameter. The serosa is smooth pink tan with multifocal erythematous areas. The endometrial cavity measures approximately 2.4 x 1.6 cm, surfaced by smooth pink tan diffusely hyperemic endometrium (0.1 cm in average thickness). The myometrium (2.3 cm in maximum thickness) is pink-tan and finely trabeculated and is remarkable for a focal hemorrhagic area and multifocal areas of yellow-brown discoloration adjacent to in-place essure coils. No other masses or lesions are grossly identified. Tube a is red to purple tan with multifocal areas of hemorrhage with a pinpoint to stellate lumen with tan in place essure coil. Tube b is purple tan to brown and is remarkable for a single pedunculated paratubal cyst, 0.7 x 0.4 x 0.4 cm with a stalk measuring 1.3 cm in length by 0.1 cm in diameter, with a pinpoint to stellate lumen with an in place essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Surgical pathology report added. Concomitant condition added. Additional reporter added. Essure removal surgery details updated. Essure removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned fallopian tube cyst. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.